Event description:
It was reported that a patient underwent a da vinci-assisted sigmoid colectomy procedure and the staple line leaked where a sureform 60 green reload was fired with a sureform 60 stapler instrument. The following information is unknown: when the complication was identified, the cause of the staple line defect, and what medical/surgical intervention (if any) was rendered due to the staple line leak. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the sureform 60 green reload or sureform 60 stapler instrument for failure analysis evaluation. A review of the logs show a sureform 60 stapler instrument was used first, and it was intermittently installed on the system 6 times and fired 3 green sureform 60 reloads. On installs 1, 4 and 5, a reload was installed, however no clamping or firing was performed. On installs 2 and 3, the first clamps were successful, and the firings were each completed with 1 pause for compression. On install 6, the first clamp was successful, and the firing was completed with no pause for compression. After the 6th install, the instrument was removed and not used in the procedure again. The logs show a sureform 45 stapler instrument was intermittently installed on the system 5x and fired 4 green reloads. On install 1, the first clamp was successful, and the firing was completed with 1 pause for compression. On install 2, the first clamp was successful, and the firing was completed with no pauses for compression. On install 3, all clamp attempts were successful, and the firing was completed with no pauses for compression. On install 4, a green reload was installed, however no clamping or firing was attempted. On install 5, the fist clamp was successful, and the firing was completed with no pauses for compression. After the 5th install, the instrument was removed and not used in the procedure again. There were no stapler related errors in the logs. Note: refer to medwatch report (MDR) with MFR. Report #2955842-2025-46555 for MDR submission of the event reported against another sureform 45 green reload.